Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The distributor contacted heartsine to report that their device their device kept giving voice prompts that indicate the connected electrode pads were not being recognized during a resuscitation. The patient associated with the reported event did not survive.

Event description:
The distributor contacted heartsine to report that their device their device kept giving voice prompts that indicate the connected electrode pads were not being recognized during a resuscitation. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. There was no device problem found with the device during investigation. The fault was attributed to an incorrectly seated pad-pak by the user. The device was scrapped by heartsine. Use error. Incorrectly seated pad-pak.